Event description:
It was reported that, "patient presented with alumina head and liner and shattered in the body." Revision was required.

Manufacturer narrative:
At this time, neither the device nor additional information is available.